Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for pump stops. The log file review also captured low speeds. X-ray images showed no obvious areas of concern. The patient was moved up on the transplant list as well as was scheduled for a driveline repair. The patient was transferred to (B)(6) medical center. The driveline repair was scheduled for (B)(6) 2020 at 0900. It was reported that the driveline repair did not resolve the issue. The patient continued to have pump stops. The patient was placed on the ungrounded cable and will wait at (B)(6) for a heart transplant as status 2.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , confirmed internal driveline wire damage that could have contributed to the low speed and pump stop events captured in the submitted log file. (B)(6) was returned assembled with the driveline (dl) severed approximately 11¿ from the pump nipple housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port; however, the sealed outflow graft and the sealed outflow graft bend relief had been severed. The remainder of the graft and bend relief material were returned. The bend relief collar was returned secured over the sealed outflow graft bend relief hardware. Upon disassembly of the (B)(6) , visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 18¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. Visual inspection of the wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The portion of the driveline returned with (B)(6) was tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the driveline wires revealed a breach in the insulation of the red wire approximately 9.5¿ from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wire portions revealed no obvious signs of damage to the wire insulation or the underlying conductors. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the red wire contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground would have resulted in the low speed alarms and pump stops that were confirmed through the submitted log file. Due to the location of the confirmed dl wire damage, (B)(6) was not functionally tested using a mock circulatory loop. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01may2017. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook document are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported pump stoppage events; however, based on previous complaint history, the events captured in the submitted log file appear to be consistent with potential driveline wire compromise. A distal-end driveline replacement was performed on (B)(6)2020 and approximately 18¿ of the external portion/distal-end of the driveline was returned for evaluation. The returned portion of the silicone jacket appeared unremarkable. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. The silicone jacket, bionate and metal braided shield layers were carefully removed to evaluate the underlying driveline wires. Visual inspection of the wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The account reported that the patient experienced further pump stop events following the driveline repair. The patient was kept on an ungrounded patient cable and was listed for a heart transplant as status 2. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), until (B)(6)2020 when the patient ultimately received a heart transplant. (B)(6) was not returned for evaluation. If the pump is returned at a later date, this investigation may be reopened to include the evaluation of the device. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2020. The device was to be returned for evaluation. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.